Event description:
User experienced discrepant and free t3 results for one patient sample. Initial result 1.84 miu/ml, repeated twice gave 1.01 and 3.01 miu/ml using different methodologies. Initial free t3 result 8.9 ng/l, repeated three times gave 11.0, 3.1, and 5.1 ng/l using different methodologies. Ft4 results were 13.7 ng/dl and 22.6 ng/l. Ft4 testing was performed using 2 different reagent lots. Investigational unit indicated ruthenium interference that is documented in product labeling was the cause of the discrepancy between these two values. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.